Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer discarded test strips prior to contacting manufacturer. Device is not available for return. Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 148 mg/dl and 68 mg/dl within 10 minutes on the aviva system. Customer reported feeling symptoms of hypoglycemia at the time of the results which he successfully treated by eating his normal breakfast. No adverse event reported. Requested return of suspect device but customer discarded the strips prior to contacting manufacturer. Replacement was sent.